Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 catalog no - correction. G3: date received by manufacturer- additional information. H2: additional information / correction. H6: adverse event problem component codes ¿ additional information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.